Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope had a malfunction occurred in the oer-3 where the decrease of detergent is slow. Normally detergent is dispensed for about 30 seconds, but it is dispensed for only about 5 seconds. The issue was found during reprocessing. There were no reports of patient involvement.